Manufacturer narrative:
Analysis of the interface found the unit came in with missing p/I board fuse holders, missing spare fuses and a broken cable clip. All parts were replaced, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider(hcp) reported that the cable of a nerve monitoring device malfunctioned, did not work and channel did not res pond during the procedure. The cable was replaced and there was no delay in the procedure. There was no patient impact reported.